Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant medical products - oxford phase 3 femoral size small catalog 154600 lot 1398963; oxford phase 3 right medial tibial tray standard size aa catalog 159532 lot 1336505 this report is number 1 of 3 mdrs filed for the same event (reference 3002806535-2017-00002 / 00004).

Event description:
A patient enrolled in a clinical study reported experiencing pain approximately six weeks post right partial knee arthroplasty. It was also noted that the patient experienced pain in the contralateral knee approximately eight years post implantation.